Event description:
As part of a legal mediation effort on (B)(4) 2013, intuitive surgical received information, including medical records, of a patient who underwent a da vinci si vaginal hysterectomy with bilateral salpingectomy and cystoscopy in addition to a right inguinal hernia repair with mesh placement on (B)(6) 2011. The operative report does not contain any report of a malfunction of a da vinci system, instrument or accessory. Post-operatively, the patient complained of pelvic pain. On (B)(6) 2011 the patient had a CT scan of the abdomen and pelvis which showed ovarian vein thrombosis. The patient was started on lovenox and antibiotics and transitioned to coumadin (anti-coagulant). On (B)(6) 2011 the patient underwent a diagnostic laparoscopy; the post- operative diagnosis was vaginal cuff bleeding. A small adhesion was taken down that was attached to the inguinal hernia repair site. The patient also received 3 blood transfusions during that admission, according to the medical records. At the patient's 6 week postoperative hysterectomy checkup on (B)(6) 2011, the patient complained of occasional random pain from her hernia repair but was doing well otherwise. In (B)(6) 2012, she reported having less anxiety but continued having some persistent problems with pain from her hernia.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow-up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(6) 2011 found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical vaginal hysterectomy with bilateral salpingectomy and cystoscopy procedure.